Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hypoglycemia event. Customer was returning home and passed out. Customer was unresponsive upon arrival at the hospital. Customer stated that she has been experiencing lows on and off for the past three months. The current blood glucose reading is 155 mg/dl. Nothing further reported.